Event description:
Reporter stated "off/tubing-connector" noted on one sample during pt use. It was reported that no one was exposed to any medication. The name of the medication being infused was unk. There is no report of pt injury or medical intervention. Reportedly, the disconnection occurred after two days of use.